Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 32 mg/dl. Customer was incoherent, declined to speak to the 24 hour helpline and felt the issue was resolved by adjusting their basal rates.